Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope plus involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 0-degree endoscope plus was observed that it was not moving correctly. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and was visually inspected and placed on in-house system and a camera module issue was detected. Additional observations not reported by the customer were also observed. The focus of the endoscope was tested on a system or equivalent and found to fail the focus test. The endoscope failed focus on the left eye and the right eye at a working distance. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage and minor cuts to the cable insulation. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.